Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging when plugged into a wall outlet. The customer then plugged the pump into another wall outlet, yet the charging issue persisted and the pump declared a power source alert. Additionally, the battery gauge was observed to be fluctuating which led to a pump shutdown. The customer's blood glucose was 135 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to leave the pump into a power source for at least 30 minutes to determine if the pump would begin charging. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the pump began charging successfully after being plugged in for 30 minutes; however the customer did not respond.